Event description:
It was reported that during an esophageal stenting treatment procedure, the stent covering was torn. A 9cm cover - distal ultraflex covered esophageal stent had been selected and advanced to treat an unspecified esophageal stricture. The physician decided not to implant the device as it appeared it was not the correct size for the stricture. When the device was removed, it was noticed that the stent covering appeared "torn". The procedure was completed with an unspecified type of stent. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
The device has not ben received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.